Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the malar region, nasolabial groove and chin with 2 syringes of juvéderm® voluma¿ with lidocaine. The patient was concomitantly injected in lips and perioral region with restylane. Three months later, the patient experienced ¿edema, erythema, and nodules¿ in the injection sites. The patient was treated with hyaluronidase, prednisolone 40 mg/day, azithromycin 500 mg/day and klaricid ud. A soft tissue ultrasound was performed that noted ¿presence of collections with increased vascularization in the nasolabial groove bilaterally, not ruling out infectious inflammatory process. Some pseudo-cystic images in the malar, perimentonian region and lips suggesting resorbable filler. Focal echogenic linear images in the posterior third of the hypodermis, which may represent wires.¿ the event is ongoing.

Event description:
Health professional also reported patient was enrolled in the clinical study of the oxford vaccine for covid "a month before the edema episode." The event of edema and erythema were also noted on the lips. Ultrasound also noted "a 3 cm extension of ¿liquid collection¿ in nasogenian grooves." Health professional also stated "having punctured the region, without being able to aspirate any liquid or purulent material." Additional treatment noted with oral clarithromycin. Patient persisted with hardened nodules (palpable than visible), without erythema or increased temperature. Patient was seen at the office recently and noted with "a significant reduction in the edema of nasogenian grooves, cheeks and lips."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.7.